Manufacturer narrative:
The device involved in the event will not be returned for evaluation. (B)(4).

Event description:
It was reported the stent separated during procedure and remained in the patient. No patient injury reported.